Event description:
It was reported the device had sensing difficulty. Further information was later received reporting there were concerns over the device longevity. The device was explanted and replaced. It was also reported there was noise on the atrial lead, with increased impedance, and over 1000 inappropriate mode switches. The atrial lead was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. (B) (4) distal conductor fractured; full lead returned and analyzed.